Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six months of post deployment, the inferior vena cava filter removal procedure was planned. Around, three months later an inferior vena cavogram was performed. This revealed a clot within the filter and above the filter and in the right iliac vein. A tissue plasminogen activator assisted thrombolysis was performed. Even after repeated tissue plasminogen activator assisted thrombolysis was performed, significant thrombus was seen in and above the filter. The physician has decided not to remove the filter to avoid another pulmonary embolism. It was felt to be too dangerous to continue the procedure. Around, six years two months later, patient was expired due to immediate cause of death was mentioned as respiratory arrest and the causes adding to the death are pneumonia, multiple myeloma, degenerative joint disease and chronic obstructive pulmonary disease. However, the investigation inconclusive retrieval difficulties, as there is no retrieval attempts were made. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: g2® x filter removal - do not attempt to remove the g2® x filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. -remove the g2® x filter using an intravascular snare or the recovery cone® removal system only. Refer to the optional procedure for filter removal section for details. H10: b2,b7,g3. H11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed with pulmonary embolism . At some time post filter deployment, the filter allegedly was unable to be retrieved after two attempted but unsuccessful removal procedure. The patient allegedly experienced bleeding during the removal attempt. The current status of the patient is unknown.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The patient presented with massive pulmonary embolus with hypoxia and right heart failure with history positive for hypertension, dyslipidemia, gout, obstructive sleep apnea and anxiety. Pulmonary artery embolectomy, patch angioplasty of the right main pulmonary artery and inferior vena cava (ivc) filter placement were performed. Approximately six months post filter placement, there was a planned procedure for filter removal with no follow up. Approximately nine months post filter placement, the patient was admitted with ivc filter thrombosis with clot extending above the filter and in the right iliac vein. Tpa thrombolysis was performed with subsequent drop in hemoglobin/hematocrit, fibrinogen and blood pressure. The patient was treated with multiple blood infusions and medications. CT scan of the abdomen/pelvis showed a right retroperitoneal hematoma and anticoagulation was discontinued. The patient was discharged with plans to restart anticoagulation once hematocrit/hemoglobin were stable. About six years post filter placement, the patient was noted to have expired with the immediate cause of death listed as respiratory arrest, the underlying causes listed as pneumonia, multiple myeloma, copd and degenerative joint disease. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine months post filter deployment, the patient was diagnosed with ivc filter thrombosis with clot extending above the filter. Therefore, based on the provided medical records, it can be confirmed that the patient had thrombus above the filter post filter deployment. However, the investigation is inconclusive for the alleged retrieval difficulties as the medical records did not provide any information regarding retrieval attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: g2 x filter removal do not attempt to remove the g2 x filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the g2 x filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details.

Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed. At some time post filter deployment, the filter allegedly was unable to be retrieved during an attempted removal procedure. The patient allegedly experienced bleeding during the removal attempt.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient presented with massive pulmonary embolus with hypoxia and right heart failure with history positive for hypertension, dyslipidemia, gout, obstructive sleep apnea and anxiety. Pulmonary artery embolectomy, patch angioplasty of the right main pulmonary artery and inferior vena cava (ivc) filter placement were performed. Approximately six months post filter placement, there was a planned procedure for filter removal with no follow up. Approximately nine months post filter placement, the patient was admitted with ivc filter thrombosis with clot extending above the filter and in the right iliac vein. Tpa thrombolysis was performed with subsequent drop in hemoglobin/hematocrit, fibrinogen and blood pressure. The patient was treated with multiple blood infusions and medications. CT scan of the abdomen/pelvis showed a right retroperitoneal hematoma and anticoagulation was discontinued. The patient was discharged with plans to restart anticoagulation once hematocrit/hemoglobin were stable. About six years post filter placement, the patient was noted to have expired with the immediate cause of death listed as respiratory arrest, the underlying causes listed as pneumonia, multiple myeloma, copd and degenerative joint disease. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed. At some time post filter deployment, the filter allegedly was unable to be retrieved during an attempted removal procedure. The patient allegedly experienced bleeding during the removal attempt.